Event description:
The vessel being treated was dilated with a 3.0/30 maverick balloon. A sharp curve in the coronary artery was noted. Thrombus was removed with the catheter. The catheter markerband dislodged during catheter removal. Following additional vessel dilation and stent placement the markerband was noted to be in a side branch vessel and was left without additional intervention. The pt's underlying condition was poor. Although intervention "of" well, the pt expired as a result of the poor underlying condition.